Manufacturer narrative:
The sigma spectrum infusion pump provides a loading dose option but does not require the use of a loading dose. It appears that the clinician involved in this event mistakenly believed the pump required the delivery of a loading dose.

Event description:
Pt had coded the night before, was on several inotropes and was becoming more tachycardic and hypotensive. Milrinone was ordered at 0.1 mcg/kg/hr. Sigma pump would not allow staff to start drip under milrinone function without putting in a loading dose that had to be a run over at least 10 minutes. A loading dose was ordered and it bottomed out pt bp. Code dose epinephrine was then pushed to return pt blood pressure to within an acceptable level within 30 seconds.